Manufacturer narrative:
Please note correction to d3 (manufacturer entity). The reported event could be confirmed, since the x-rays and data were provided. A device inspection was not possible since the affected device was not returned. The opinion of the medical expert was requested and stated as following: "with the available information I may interpret the description of the event as a patient not being fully compliant to the surgeons¿ instruction regarding the use of the immobilizer." We can consider the event as confirmed, in such a way that the revision surgery and component exchanges are documented. The x-rays do not show a dislocation of the rtsa, so we do not have direct proof. It is however very likely that instability was the indication for this typical component exchange (humeral reversed tray, polyethylene insert, and glenosphere), leaving the humeral stem and baseplate/screws in place. Based on investigation, the root cause was attributed to a patient user related issue. The event was caused by a rehabilitation recommendation was not followed regarding the use of the immobilizer. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "patient required revision surgery due to the device dislocating.'

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. H3 other text : device is retained by hospital or patient.

Event description:
As reported: "patient required revision surgery due to the device dislocating.